Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose as well as low blood glucose. Her blood glucose was 397 mg/dl and her blood glucose went up to 475 mg/dl. She woke up with a blood glucose of 45 mg/dl and she had her sensor off because friday it kept going off and she thinks it may be due to over calibration. The customer was treated with glucose tablet. The customer declined troubleshooting. Customer did not allege pump was over delivering. Insulin pump will be returned for analysis.